Event description:
It was reported that the device had been removed due to an infection and the products would not be returned for analysis. The hcp had reported via chart notes, placement of a low thoracic epidural stimulator in 2007. The patient had been discharged after a 23-hour hospital stay with no immediate complication noted. At follow-up two weeks later, there had been fluid collection reported in the pulse generator pocket site. The area over the thoracic laminectomy site had been tender, but no redness was seen. The patient was treated with antibiotic therapy (not identified). The following day results of blood work had revealed a normal white blood cell count of 6,700 and sedimentation rate of 16 (normal range 0 to 13); an acute bacterial infection had been deemed unlikely. At follow-up in the same month, the patient had symptoms of swelling and pain around both surgical wounds. An area of granulation had been detected in the middle of the wound located over the pulse generator. The patient continued on a course of antibiotics therapy and the swelling had diminished. Additional blood work had been ordered (results of cbc and sedimentation rate were not provided). The next day the patient had additional swelling under her surgical wounds with tenderness and fluid seen in both regions. The sedimentation rate results had increased to 25, and device removal was considered. The patient did not have meningitis and recovered without sequela.